Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 357.515, lot: a4fn065, manufactured date: october 8, 1996. A manufacturing-related potential cause was not suspected, therefore, per procedure, no manufacturing record evaluation is required. Visual inspection: the ball hex screwdriver 8mm for ti femoral nails was returned and received at us customer quality (cq). Upon visual inspection, the handle was observed to be chipped off and broken. There were scratches on the device that are consistent with the device use and have no impact on the functionality of the device. No other issues were identified with the returned device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture, the following drawings, reflecting the current and manufactured revision, were reviewed - ball hex screwdriver investigation conclusion the complaint condition is confirmed for the ball hex screwdriver 8mm for ti femoral nails. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the ball hexagonal screwdriver was routed to wash and it was noticed that handle had a chip in it. The sterile processing department (spd) can no longer sterilize the ball hexagonal screwdriver. This report is for one ball hex screwdriver 8mm for ti femoral nails. This is report 1 of 1 for (B)(4).